Manufacturer narrative:
A ge service rep performed an on site investigation. The image processor, video controller, display adapter, and left monitor were replaced. The system was then found to be operating as intended.

Event description:
The customer reported the system intermittently failed to display an image. No report of pt injury.